Event description:
Boston scientific received information that there were questions regarding the markers and function of this left ventricular (lv) lead. "Poor numbers" and farfield oversensing were noted. A revision procedure was later performed, where it was found that this lead had pulled back and was not capturing. The lead was therefore explanted. No adverse patient effects were reported.

Manufacturer narrative:
At this time this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.